Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that in a case yesterday the stealth 1 became unresponsive mid case. The site could not get it up and running again as the power button was not responding. The site chose to bring in their stealth 2 to complete the case. It was further stated that the rep was not able to replicate the original problem and the system was working as intended. The length of extended surgical time was less than 1 hour. There was no reported impact to patient outcome.